Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint (B)(4).

Event description:
Per (B)(4) report #(B)(4). On (B)(6) 2011, pt had a novasure endometrial ablation. Sometime after the procedure, the pt was admitted to the hospital because of an "abdomen full of abscess" (admission date unk). The pt remained in the hospital for "14 days on antibiotics [type and dose unk] and [total parenteral nutrition] tpn with drainage of 2 of the abscess". On (B)(6) 2012, the pt reported she is feeling "ok". We have been unable to obtain additional info surrounding this event.